Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to metal reaction.

Manufacturer narrative:
The complaint states primary operation date was (B)(4)2009. Now surgeon performed a revision hip procedure in coxa at (B)(6)2017. He took the implants out from the patient. Coxa will inform us when or if the retrieved implants can be picked up (after their examinations). A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.